Event description:
It was reported that during follow-up, reduced r-wave amplitude and increased threshold were noted. An x-ray showed the lead had dislodged. The lead was explanted and replaced when a reposition was unsuccessful. The lead was disposed of and will not be returned.

Manufacturer narrative:
No medwatch form was received.